Event description:
It was reported that during a photo vaporization of the prostate procedure the quartz lens of the fiber tip failed during lasering. There were no difficulties during the use of the fiber and no courtesy messaged appeared on the console. The fiber tip remained attached to the fiber and there were no physical breaks of the fiber body or tip/cap. It is noted that the fiber began to end fire. The procedure was completed with a second fiber with no clinical consequences to the patient.